Event description:
Infant pt had the device place surgically. Balloon was initially inflated to 5 or 6 cc. Balloon subsequently deflated and pt was fed into the abdominal cavity. Pt was sent to the o.r. And another tube was placed (competitor's tube). When the pt was sent to the o.r., the physician re-inflated the balloon that deflated and no leakage or problems were noted. Pt received an antibiotic. This all occurred within 3 days of initial placement. One pt involved.